Event description:
It was reported that while using bd max¿ system, bd max¿ instrument it acquired discrepant results. There was no patient impact. Repeat testing was performed. The following information was provided by the initial reporter: "customer reports discrepancy problem on hsv1 positive clinical samples."

Manufacturer narrative:
PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(4)) had "hsv discrepant". Field service engineer was dispatched and normalization was performed. The complaint is confirmed. The root cause is "unknown". Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument it acquired discrepant results. There was no patient impact. Repeat testing was performed. The following information was provided by the initial reporter: "customer reports discrepancy problem on hsv1 positive clinical samples."